Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient was uncertain of charging the ipg regularly. Surgical intervention was undertaken to replace the ipg, however, during the procedure the physician found an infection in the ipg pocket. Consequently, the patient's entire scs system was removed. The patient was prescribed antibiotics.